Event description:
It was reported that the surgeon inserted an aa4204vl silicone single piece lens into the patient's eye. The surgeon checked the lens under the microscope and noted there was debris on the lens. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The surgeon felt the lens was defective.

Manufacturer narrative:
H6: evaluation codes: method: lens work order search. Results: visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.